Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's "wire broke" and "they are mad that a second one has done this". It was subsequently reported that the left ventricular lead was unable to capture at high outputs, had high and undefined impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.